Manufacturer narrative:
The additional mitraclip device referenced in b5 is filed under separate medwatch report number. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported perforation (asd) appears to be related to procedural conditions associated with the atrial septal puncture. Perforation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 with a pre-existing flail. A mitraclip xtw was inserted and deployed without issues. To further reduce mr, another mitraclip xtw was advanced to the mitral valve. However, while placing the clip in the valve, the clip became caught in chordae. Troubleshooting was performed, and the clip was able to be free from chordae. However, chordal rupture was observed. The clip was implanted, reducing the mr to a grade of 1. However, after removal of the steerable guide catheter (sgc), an atrial septal defect (asd) was observed. Therefore, an asd closure device was implanted. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The additional mitraclip device referenced in b5 is filed under separate medwatch report number. The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.